Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the clips would not form properly and clips would fire out of the jaws. Unk how case was completed. There were no adverse consequences to the pt.